Event description:
At implant the hcp noted the edge of the sewing ring cloth, at the right cusp, was located very close to the leaflet, but they were able to successfully implant the valve with no consequence reported for the pt. The device remains implanted.